Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 1999. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 20-aug-2001, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and bupivacaine (concentrations and doses unknown) via an implanted pump for autonomic neuropathy. It was reported 'it has been controlling all her pain in her feet, which has become excruciating, and no one seems to know why this pain continues. I don't know where to go from here. I've been doing a lot of research for the last week and a half to try to find out what might be causing this pain in the feet.' The agent inquired if the pump was implanted to cover pain in the feet, but it was unknown. It was reported the patient had been to many clinics around the country, and 'even to get diagnosed, with autonomic neuropathy, this has been so difficult. Her cancer has been fractured over the years, and the doctor was treating one thing and not another.¿ it was noted she just had her catheter removed. The patient also has a suprapubic catheter, and she was in a wheelchair. She has had cardiac issues, and her neuropathy was one of the diagnoses that was so hard to manage. She did have a doctor for neuropathy that she's had for over 20 years. It was reported she does manage quite well despite all these problems. The patient started going out every day and trying to maintain a good lifestyle and quality of life, but this had gotten so that she could hardly walk, and after all these years to finally have this, it doesn't seem to be managed. It was noted this was heartbreaking to the caller, who was a nurse. It was reported the last 30 days, the caller had not been able to find an answer as to why this was happening. 'I know the evidence between the hydromorphone and bupivacaine, that she's had for many years, may be toxic, do you know about that? Could it be a granuloma or the medications in the pump or could it be the pain has some other type of dermatome?' Physician listings were sent.